Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02084.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil. Upon retraction, the smart coil unintentionally detached inside the microcatheter. The physician then used the pusher assembly of the smart coil to successfully push the smart coil back into the aneurysm. The procedure ended at this point. There was no report of an adverse effect to the patient.